Manufacturer narrative:
Preliminary analysis showed that the electrical characteristics of the returned unit are within specifications. Indeed, the battery was completely depleted (normal battery depletion).

Event description:
Reportedly, it was impossible to interrogate the subject device irrespective of the programmer. It was reported that the patient was not pacing dependant, that the device was probably not seen since its implantation in 2008 and that no patient files will be available. It was replaced on (B)(6) 2015 and should be returned for analysis.

Event description:
Reportedly, it was impossible to interrogate the subject device irrespective of the programmer. It was reported that the patient was not pacing dependant, that the device was probably not seen since its implantation in 2008 and that no patient files will be available. It was replaced on (B)(6) 2015 and should be returned for analysis.

Event description:
Reportedly, it was impossible to interrogate the subject device irrespective of the programmer. It was reported that the patient was not pacing dependant, that the device was probably not seen since its implantation in 2008 and that no patient files will be available. It was replaced on (B)(6) 2015 and should be returned for analysis.